Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving fentanyl (3500 at 1600 per day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the pump was malfunctioning and the hcp wanted a company representative to come to the hospital and check the pump. Additional information was reported by a company representative on (B)(6) 2016. It was reported that the logs had shown that the motor had stalled on (B)(6) 2016. The pump was replaced on (B)(6)2016. At the time of the report the patient was alive with no injury and no patient symptoms had been reported.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear, or lubrication and a stall due to shaft bearing. The pump segment of the catheter ((B)(4)) was also returned and no significant anomaly was found. The catheter was returned in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.